Event description:
The patient found the traction support bars located within the frame adapter on the versa care bed. These two traction support bars (right and left) are removable. The inpatient was cognitively impaired and admitted to the psych unit. The patient came out his room holding the traction support bar in his hand. The bar could be used as a weapon.====================== manufacturer response for bed, versa care p3200======================unknown at this time.